Event description:
Event description guidant received information that at the time of implant, the clinician had difficulty placing this implantable transvenous defibrillation lead due to the helix retracting itself. It is reported this particular clinician has had placement difficulties with other leads. Guidant received subsequent information that the helix of this lead retracted and was explanted.